Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An unspecified number of peritoneal dialysis (pd) patients experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patients were hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patients' outcome and action taken with pd therapy were not reported. No additional informational is available.